Event description:
It was reported the device's screen is broken. The event occurred while in service, unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged lcd display and a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged lcd was the root cause. The dso seal and the lcd display were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.